Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('swollen belly') and fatigue (' significant chronic fatigue') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced premature menopause ("early menopause") with hot flush, middle insomnia, insomnia and irritability. On an unknown date, the patient experienced abdominal distension (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), loss of libido ("loss of libido"), flatulence (" gas"), dry eye ("dryness eyes"), dry skin ("dryness skin"), tooth loss ("dental loosening"), tendonitis ("tendonitis"), migraine ("migraines (face)") and tachycardia ("heart rhythm disorder (tachycardia)"). At the time of the report, the abdominal distension, fatigue, premature menopause, loss of libido, flatulence, dry eye, dry skin, tooth loss, tendonitis, migraine and tachycardia outcome was unknown. The reporter provided no causality assessment for abdominal distension, dry eye, dry skin, fatigue, flatulence, loss of libido, migraine, premature menopause, tachycardia, tendonitis and tooth loss with essure. The reporter commented: period of occurrence: since (B)(6) 2013. Progressive deterioration of my state of health since the insertion of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-mar-2022. The most recent information was received on 11-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('swollen belly') and fatigue ('significant chronic fatigue') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced premature menopause ("early menopause") with hot flush, middle insomnia, insomnia and irritability. On an unknown date, the patient experienced abdominal distension (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), loss of libido ("loss of libido"), flatulence ("gas"), dry eye ("dryness eyes"), dry skin ("dryness skin"), tooth loss ("dental loosening"), tendonitis ("tendonitis"), migraine ("migraines (face)") and tachycardia ("heart rhythm disorder (tachycardia)"). At the time of the report, the abdominal distension, fatigue, premature menopause, loss of libido, flatulence, dry eye, dry skin, tooth loss, tendonitis, migraine and tachycardia outcome was unknown. The reporter provided no causality assessment for abdominal distension, dry eye, dry skin, fatigue, flatulence, loss of libido, migraine, premature menopause, tachycardia, tendonitis and tooth loss with essure. The reporter commented: period of occurrence: since (B)(6) 2013. Progressive deterioration of my state of health since the insertion of the implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.